Manufacturer narrative:
Device analysis summary: "the implant was removed from the vial and examined under magnification. Blood was present in the lumen of the implant and there was no evidence of any other substance (foreign material, wire or otherwise) in the lumen. The implant was placed on a slide and hydrated with water; the hydrated state of the implant more accurately reflects the condition the doctor viewed it in the eye. Most of the blood in the lumen flowed out of the lumen as the implant hydrated. The implant was viewed under 20x and 40x magnification in the dal. A photograph was taken with 20x magnification to show the entire length of the implant. The clear areas in the lumen show where the water has wicked into the lumen, as is expected. The small dark area is an air bubble where the water was not able to fully wick into the lumen, possibly due to some residual blood occluding the one end. This air bubble was confirmed under the higher magnification." Device history record (DHR) summary: "a DHR review for the reported glaucoma treatment system and there was no nonconformance for this unit. The records show that the implant passed all specifications and was an accepted unit with no non-conformance."

Event description:
Physician implanted third device in patient. Upon implanting a xen gel stent, hcp reported visualizing under a microscope ¿some kind of metallic wire¿ in the device. Hcp further reported ¿the image changed its appearance during the explantation ¿ maybe some kind of visual effect or shadow.¿ complaint is for left eye. Patient received the following medications subsequent to events for this device: ciloxan and maxidex.

Manufacturer narrative:
Additional clarification: allergan hcp stated ¿not enough information is available to assess severity. Record will be re-evaluated once results of the device analysis are provided.¿ pending device return. D.4. Clarification: device information serial number: (B)(4) / lot number: 61312 device labeling: "precautions 1. The xen gel implant and injector should be carefully examined in the operating room prior to use."

Event description:
Physician implanted third device in patient. Upon implanting a xen gel stent, hcp reported visualizing under a microscope ¿some kind of metallic wire¿ in the device. Hcp further reported ¿the image changed its appearance during the explantation ¿ maybe some kind of visual effect or shadow.¿ complaint is for left eye. Patient received the following medications subsequent to events for this device: ciloxan and maxidex..